Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and inflammation at implant site and subsequently was treated with IV antibiotics (date and duration not reported). However the issue could not be resolved resulting in the decision to explant the device. The device was explanted (date not reported).